Event description:
End-user reported difficulty in removing protective cap from pen needle once it was attached to their insulin pen. End-user was unable to identify lot number due to box label being covered with pharmacist stickers. Return of product requested for testing.